Event description:
In (B)(6) 2013, the surgeon performed an si joint arthrodesis on the patient placing three ifuse implants. The patient did well for a year after surgery but then the pain returned. In (B)(6) 2014, the surgeon added an additional implant to help fixate the joint and reduce the patient's pain. Post-op CT scan showed that the newly added implant was too close to the foramen. Even though the patient was asymptomatic, the surgeon performed a revision surgery three days later where he replaced the implant with a shorter one. The patient is doing well following the procedure.

Manufacturer narrative:
Based on the information provided, review of the surgical technique guide, IFU, certificates of conformance and fmea, the most probable root cause of the recurrence of symptoms is insufficient fixation. The most probable root cause for the revision surgery was using a too long implant.part numbers, lot numbers, manufacturing dates and expiration dates:ifuse implant, p/n 7040-90, lot# i0257, manufactured 03/27/13, expires 2017-12.ifuse implant, p/n 7050-90, lot# 148838, manufactured 11/30/12, expires 2017-11.ifuse implant, p/n 7055-90, lot# 7914003181008, manufactured 01/26/12, expires 2015-02.ifuse implant, p/n 7060-90, lot# i0932, manufactured 04/03/14, expires 2019-01 (added implant on 10/08/14).